Manufacturer narrative:
No product has been returned for investigation nor were radiographs or images provided to confirm the alleged failure. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was completed on (B)(6) 2020. As per reporter, the rod was jammed.

Event description:
This report has been updated to include investigation findings.

Manufacturer narrative:
Investigation findings: the rod was received for visual and functional testing. Visual inspection revealed score marks observed on the distraction rod due to incremental distraction. Functional testing revealed that the rod was unable to distract with manual distractor but it distracted with the electronic remote controller (erc). The reported failure mode was unable to be confirmed as the rod was fully functional and met acceptance test specifications.